Event description:
The account generated a hemoglobin result of 5.5 g/dl on the cell-dyn 1800 analyzer for a 6 year old male patient. The patient was sent to the hospital for further testing. A new sample was drawn and the hemoglobin result was 9.9 g/dl. No further impact to patient management was reported. No patient injury was reported.

Manufacturer narrative:
The sample drawn at the customer facility was a fingerstick sample. The sample was not retested. The customer was not certain how the sample was drawn at the hospital but thought it was venipuncture (edta vacutainer tube). The hospital sample was not retested and was discarded. Qc for hemoglobin (hgb) on the cell-dyn 1800 was within range in 2007. Precision testing on the same day showed that hgb was within specification. The abbott customer technical advocate (cta) suggested running 3 samples and sending them to the hospital for comparison. The customer stated that the comparison with the hospital was good and that the cell-dyn 1800 analyzer was performing well. The cta instructed the customer to repeat panic values in the future. No further assistance was requested from the customer. This is the final report.